Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection fortum intraperitoneally (1 gram, once daily) for the peritonitis. At the time of this report, it was unknown if the patient recovered from the peritonitis. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.